Event description:
According to the information received, there was a urine bag with blocked urine flow. It was stated that the urine was flowing backwards.

Manufacturer narrative:
The product evaluation was not complete at the time of this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.